Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/reporter contacted lifescan to report difficulty programming the one touch ultra 2 meter with the correct calibration code number. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010, the patient was unable to program the reported meter with the correct calibration code number for the lot of test strips in use. Afterwards, the patient experienced the symptoms of lightheadedness, fatigue, sweating and dizziness. The patient consumed food and/or drink; he did not seek any medical attention or treatment. The issue was resolved with patient education. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level due to the meter issue, and received treatment with food. Therefore this complaint is being reported.